Event description:
Paramedics attempted to administer a shock to a person diagnosed in ventricular fibrillation. The defibrillator allegedly failed to discharge and displayed a connect electrodes. Message. A backup defibrillator was made available approx 1 minute later and used to continue treatment of the pt. Five defibrillation shocks were administered to the pt. The pt's outcome was not reported.